Manufacturer narrative:
Manufacturer's investigation conclusion: damage to the patient¿s driveline that would have contributed to the reported pump stop events captured in the submitted log files could not be confirmed as no product was returned for evaluation. The submitted log file contained data from 10dec2018 through 31dec2018. The pump¿s fixed speed was set to 9400 rpm and the file showed normal pump function until (B)(6) 2018 at 7:20:49 am. At that time, the pump struggled to maintain the set speed, resulting in a pump stop while the patient was connected to the mobile power unit (mpu). Four additional low speed events resulting in pump stoppages were captured on (B)(6) 2018 at 7:21 am, 7:22 am, 9:51 pm, and 10:04 pm. In total, 11 motor stopped alarms were captured during the pump stop events and the abnormal pump operation was associated with driveline disconnected, low speed advisory/hazard, low flow hazard, and low speed operation alarms. All of the low speed/pump stoppage events captured in the log file occurred while the patient was operating on the mpu only. Based on previous complaint experience, the abnormal pump operation appeared consistent with potential driveline wire compromise. Excluding the pump stop events, pump power, estimated flow, and average pi typically ranged from 4.8-6.7 watts, 3.3-6.8 lpm, and 2.5-7.4, respectively. Prior to and following the pump stoppages on (B)(6) 2018, the pump operated above the low speed limit. Despite these alarms, no other atypical events were captured and the pump appeared to function as intended. The account reported that the patient was not symptomatic during the pump stoppage events. The patient was readmitted on (B)(6) 2018 for further work up and the cause of the low flow and driveline disconnected alarms was suspected to be an internal driveline issue. The patient elected to wait in-house for a transplant. The heartmate ii left ventricular assist system instruction for use and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii left ventricular assist system drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Additionally, the heartmate ii left ventricular assist system instruction for use outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced external driveline replacement on (B)(6) 2017 was reported under MFR medwatch report # 2916596-2017-02963. Age of device: 2 years, 7 months, 23 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that device alarmed for low flow and driveline disconnect alarms. Upon interrogation, a pump stoppage was observed in log file that occurred on (B)(6) 2018 while patient was connected to mobile power unit (mpu). The patient was admitted to hospital on (B)(6) 2018. An internal driveline issue was suspected. Plan of care includes waiting in-house for heart transplant. Patient was asymptomatic at the time of event. No further information was provided.